Event description:
.

Event description:
It wad reported that during the implant, some of the qrs events were not sensed appropriately. It was further reported that there is intermittent loss of wireless telemetry. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated interference/noise, oversensing and patient alert for high resistance/impedance. (B)(4). High sic can indicate the presence of noise or intermittency in the system. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.